Event description:
A patient reported the implantable neurostimulator (ins) was moving, and it felt like it was catching on something. The patient also noted they had lower back pain. The patient had an appointment with the healthcare professional (hcp) on (B)(6) 2017. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.